Manufacturer narrative:
A manufacturing investigation was performed. One device of prodisc-c uncem siz md h7 (part # ssc277h) was received for manufacturing investigation. The device received in a used condition. The prodisc c inlay, component 60000532, is slightly damaged. According to DHR 9859529 of production lot 9689894 are the correct sizes of prodisc c sup plate, prodisc c inf plate and the prodisc c inlay size md, lot aa2116 assembled for implant ssc277h, prodisc-c uncem siz md h7. The variation of the implant height is made by different sizes of inlays. Therefore the inlay has been disassembled from the prodisc c inf platte for measuring the height and identification of lot number. For disassembly destruction/damage of the inlay was necessary, appropriate request has been initiated before execution. All checked characteristics are within the specifications. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). 510k: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A device history record (DHR) review was performed on part # ssc277h, lot # 9689894: manufacturing site: (B)(4), manufacturing date: 26. Nov. 2015, expiry date: 01. Nov. 2020: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2017, the surgeon cut the keels for the implant and inserted the final implant. He recalls a thought that the implant didn't look quite right however he couldn't find a reason for this as everything had gone and looked right as per the surgical technique. His only worry was that the 7mm height he had selected was bigger than 7mm (an 8mm or 9mm perhaps) but this was verified by the packaging as not possible. Following the procedure the patient's arm pain improved. However on 5th day after the initial surgery the arm pain returned massively. This did not improve over a couple of days. The patient was CT-scanned and MRI was done which revealed the implant had subsided into the endplate and was no longer in an acceptable position. The implant was removed yesterday and the surgery was converted to a fusion using a plate and cage construct. The revision surgery was successfully completed. Patient outcome reported as stable. This report is for one (1) prodisc-c uncem siz md h7. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development evaluation was performed on the returned device. The two returned metal parts of the prodisc-c implant are in a sound condition and show no signs of wear and tear or damage. On the plastic inlay is the thin surrounding part broken off. According to the manufacturing investigation it broke during the disassembling process of the implant. As the manufacturing investigation mentioned we can also confirm that all dimensions, which are associated with the height are within the specifications of the prodisc-c implant with a height of 7mm. No design related issue could be detected, the event with the subsided endplate is adequately addressed in the dcrm file and therefore the design is considered as safe and efficient when used according to the manufacturer¿s instructions device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.